Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 440 mg/dl. Troubleshooting found that the customer recently changed the reservoir. Customer was unsure what to do and troubleshooting was offered but customer declined. Troubleshooting indicated that he could correct with manual injection. Customer indicated that he would check blood glucose again and call back.